Manufacturer narrative:
(B)(4). Batch # p92289. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the abdominal cholecystectomy procedure, the blade tip had fallen off. The fallen piece was retrieved by forceps. Changed to another one to complete surgery.